Manufacturer narrative:
This report is a duplicate of report submitted under manufacturer report number 3009185973-2017-00700. Therefore please do not consider this report (3009185973-2017-00713-1).

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that during the surgery multiple communication errors occurred.